Event description:
Bpm is not reading right. It was reading 53/38 and then 64/33. The ambulances bpm read 122/60. He said the cuff had a that he noticed, but he said it was reading completely fine until the low readings.